Manufacturer narrative:
S/w ver. Unknown . Retainer ring = black. Customer returned pump for an alleged cracked/ expose to moisture found on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. The following were noted during visual inspection: cracked keypad overlay, scratched case, cracked case (battery tube) and cracked battery tube threads. In summary, blank display confirmed. Exposed to moisture confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the back of the pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.